Manufacturer narrative:
The reported event of low voltage/pacing anomaly was not confirmed. Analysis was normal. No anomalies were found.

Event description:
It was reported during the implant procedure, there was no pacing after the leads are connected to the device. Prior to connecting the leads to the device, measurements were taken and the lead measurements were normal. As such, the physician elected to replace the device. The patient was stable.